Event description:
It was reported that an ilet user experienced hyperglycemia while using the system, with loss of glucose readings on the mobile app and intermittent then absent readings on the pump after a recent supply change, and the user had previously entered manual readings during bg run mode on a prior day. Symptoms included nausea and jitteriness, and glucose values rose to a peak of approximately 370 mg/dl before slowly trending down. Outcomes included no hospitalization and coaching to monitor glucose and consider a complete supply change if glucose did not decline. Investigation included technical support troubleshooting and user education regarding sensor start procedures and supply replacement. Investigation of this case revealed that the cause of hyperglycemia was unclear given conflicting sensor data availability and recent supply change. It was concluded that no device malfunction was confirmed and user-related factors could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.